Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call of a blank display. The caller had tried several batteries and even cleaned the chamber with a cotton swab but the display did no return. The customer's blood glucose level was 250 mg/dl. The customer reverted to a backup insulin pump and treated their blood glucose with it. Troubleshooting was performed but the display did not return. Caller was advised to discontinue use of the device and revert to a back-up plan. The caller was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specifications range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.